Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds and loss of capture (loc). It was noted that the patient experienced syncope, which was likely attributed to the observed loc. There were no arrhythmias stored on the device. Once rv output was increased to 6.5v@1.0ms, the rv lead captured normally. This rv lead was partially abandoned, and a new rv pacing lead was implanted. In addition, the pacemaker was upgraded to a cardiac resynchronization therapy pacemaker (crt-p). No additional adverse patient effects were reported.